Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the ventilator alarmed with a da pcba adc failed vent inop occurrences. The customer reported the device was not in use on pt.